Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised to return the problematic pump to tandem using a provided return box and pre-paid label within 10 days to avoid charges. In the meantime, the customer will continue using the current pump. Technical support confirmed the customer would receive a replacement pump with updated software and guided them on transferring settings and connecting their continuous glucose monitor to the new pump. The customer understood and acknowledged all instructions given by technical support.